Event description:
I started a year ago using the fasciablaster face blaster on my neck area under my chin about 3 times a week for many months. About two weeks ago I noticed a large lump under my chin. I have discontinued using the blaster and sent it back and am now awaiting more testing on the lump. This is an unsafe product.